Event description:
It was reported that the pump was implanted because the patient was losing weight from all of the narcotics he was on prior to the pump. The pump was implanted in (B)(6) 2014 and the patient was monitored and it took until (B)(6) 2014 to get to a therapeutic level that worked for the patient. The patient¿s doctor had been adjusting the pump medications based on the patient¿s symptoms. From (B)(6) 2014 until the date of the report the patient¿s symptoms had gotten worse; although the patient stated that symptoms of pain had been an issue since the patient¿s injury in 1998. The patient stated that he was obviously getting worse and the pain pump was helping but nobody could figure out the side effects the patient was having and why he was having them. The patient was having situational seizures and abdominal, genital, urinary, and bowel function problems. When the patient would urinate and defecate the seizures would occur. The patient stated it used to be just when he did those normal body function actions but now the patient was cramped up and seized up all day long and had was unable to walk anymore and could not get across the room. The patient was unsure what was causing the increase in symptoms and whether it was the pump medication, therapy, or something else. The patient moved into assisted living in (B)(6) 2015. The patient¿s doctor left the practice where the patient was at and the patient did not know his forwarding number. There was a question about changing to another pain healthcare provider (hcp) that the patient did not know. The patient wanted to find the doctor and continue with him. The patient was to have the pump refilled on (B)(6) 2015 at the clinic where the patient was at by a nurse practitioner. The patient stated that the pump dose still needed some tweaking and did not know how to explain why. Patient outcome was unavailable at the time of the report. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4) .